Event description:
Acct. Reports that they have had 3-4 incidents in which the septum on the injection site has "pushed in ". States in one incident. They were administering anesthesia for an eye case and the septum had inverted on the y-site. Therefore, the pt. Did not get any further medication. As a result, the pt was not sedated and sat up in the middle of the procedure. Acct. States "we got lucky" in that there was no harm to the pt., they were able to get the pt. To lie back down and change the tubing. States they use the abbott blunt needle as well as the bd cannula.